Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to symptoms related to diabetes: sweaitng. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. Customer was also calling in reference to the he e-5 recall notice. The customer stated that the blood glucose test results read in the 300's mg/dl not known whether fasting or non-fasting or am or pm. The customer stated his/her expected blood glucose test result range is 97 mg/dl am fasting. When going into the memory of the meter there were no blood results in 300's or higher as indicated by the customer. The customer reported sweating; no medical attention was needed at the time of the call. During the call, a back to back blood test was not performed by the customer per customer, the product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 06/22/2027 and per the customer the open vial date is 2-3 months. The meter memory was reviewed for previous test result history: result 1: 101 mg/dl date: (B)(6) time: 3:35pm unknown. Result 2: 172 mg/dl date: (B)(6) time: 6:55pm unknown. Result 3: 102 mg/dl date: (B)(6) time: 6:14pm unknown. Result 4: 73 mg/dl date: (B)(6) time: 8:41am fasting.